Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 50 mg/dl. And was treated with glucose. The customer also reported a blood glucose reading of 270 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer declined to troubleshoot for both blood glucose incidents. The customer was also assisted with linking their blood glucose meter and continuous glucose monitoring system transmitter. The pump will not be returned for analysis.